Manufacturer narrative:
He unit did not have a battery installed when received. Unit passed the displacement test, rewind test, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test. Unit was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the basic occlusion test, occlusion test, excessive no delivery test and the dat test due to prime anomaly. Unit uploaded properly using carelink. Unit had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: there is no data available due to the unit did not have a battery installed when received. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer passed away in an unknown location. The cause of death was unknown. The reporting party did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. It is unknown if the customer was wearing the insulin pump at the time of death. It is unknown if the customer was using sensors. No further information was provided due to data privacy laws. The reporting party agreed to return the insulin pump for analysis. This report is being made only for the failure analysis results. Frn-unk-rsvr : unomed set. Pump was unable to prime during prime/a33 test due to faulty fsr (gold).